Manufacturer narrative:
H3 other text : the device has not yet returned to the manufacturer.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the reported issue was duplicated during an inspection of the main unit. The error was recorded in the event log, and it is determined that it was malfunction of the oxygen blending module board. The oxygen blending module board needs to be replaced, but this device will be the end of its service life in october 2024, so it will be disposed of instead of repair after leased-up. The faulty oxygen blending module board will be returned to the united states after being removed from the device.